Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic or laparoscopic hernia procedure. The balloon did not inflate fully. In order to resolve the issue and complete the case, remove the balloon and use another one. There was no patient harm. The patient outcome is alive, no injury.